Event description:
On (B)(6) 2026, during a biliary catheterization and stent placement procedure, a prosthesis holder became lodged and went unnoticed in the working channel of a colonoscope (pentax ec38i10cf2). The foreign body was not detected during subsequent standard cleaning and decontamination cycles. Consequently, between (B)(6) 2026, the colonoscope remained in active rotation and was used to treat 24 patients, undergoing standard reprocessing protocols after each use. On (B)(6) 2026, the lodged object was discovered during a routine inspection, immediately removed, and a bacteriological sample was requested, followed by a second sample on (B)(6) 2026. On (B)(6) 2026, microbiological results returned positive for pseudomonas aeruginosa. To date, no adverse clinical consequences have been reported in the exposed patients, and notification letters are currently being prepared for them. The colonoscope was immediately withdrawn from service for maintenance and expert assessment. Additionally, an internal investigation is underway, the endoscope washers have been quarantined for tank-bottom swab testing, and a comprehensive analysis of the facility's reprocessing procedures and equipment has been initiated. This report is submitted under the medical device vigilance system due to the potential risk of cross-contamination associated with the temporary retention of a foreign object in the device's working channel.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.